Event description:
Ff/emt's responded to a person, described as unconscious, pulseless, and with agonal breathing. The device was connected to the pt with disposable defibrillation/ECG electrodes and the analyze button pressed. No shock was advised and CPR was administered for one minute. On the second analysis, the device alarmed motion and, according to the reporter, no one was touching the pt. The reporter said the device was powered off then on again twice in attempts to clear the motion alarm. An als team arrived on the scene with a manual defibrillator. The pt was transported to the hosp and pt outcome is unk.